Event description:
Device returned for repair with the reported malfunction of overheating. No patient impact reported. Repair request escalated to product event based on reason for return. In addition, product return is less than 90 days from purchase or repair. On follow-up, it was reported that the malfunction was discovered by the surgeon on (B)(6) 2014 during a procedure. The device was handed off and another unit was used. It was confirmed that there was no impact to patient or staff.

Manufacturer narrative:
Report confirmed. The device was tested and the temperature rise of the motor was measured to be 194.2°f within 30 seconds. Initial evaluation determined that the rear motor bearing was worn however the motor seized after this initial testing. The device was also evaluated by engineering. The motor would power-up, but would not rotate. It was confirmed the motor was seized. The collet was removed and disassembled. With the collet off of the motor, the collet shaft rotated freely with tool inserted and locked. The motor was disassembled and it was determined that the front bearing would not freely rotate. The inner race would not rotate with rotor shaft. The inner race would only ¿skate¿ (sliding of the race against the balls versus a rolling action) within the bearing. The rear bearing appeared to be functional. The rotor shaft had to be driven from the stator housing. The rotor shaft was frozen within the motor stator housing by some reddish tacky substance. The source of the customer complaint from overheating, when the motor was operational, seems to have been from the excessive friction generated from the ¿skating¿ (non-rolling) of the front motor bearing. The unknown tacky reddish substance on the rotor shaft had to have passed through front bearing. This would partially explain why the front motor bearing was not able to rotate freely. Additional testing to determine the maximum temperature rise rate could not be performed because the device was seized. According to a previous investigation; CAPA (B)(4), the critical temperature rate of rise for risk of burn injury was determined to be 6.0°f/sec once the device reaches 114.2°f. Due to the rate at which the device overheated during initial testing, it was determined that this was a reportable event. Device history record #(B)(4) was reviewed and no discrepancies were noted that related to the current reported malfunction. Multiple warnings are included in the ipc user manual including: ¿heavy side loads and/or long operating periods may cause the device to overheat. Do not use an overheated device, as it may cause thermal injury to the patient or operator. Use adequate irrigation. The use of tool without irrigation may cause an inordinate amount of heat buildup resulting in a thermal injury to tissue. Depending on the amount of irrigation used the drill bits and saw blades can achieve temperatures in excess of 50°c. Do not attempt to change a dissecting tool, saw blade, or attachment while the motor is running, or when the motor or attachment is in an overheated state. Smoke and/or excessive heat may be generated if attachment is not in the fully locked position.¿ this may result in thermal injury to the surgeon or staff. In addition, ¿continuous cutting for extended periods may cause the device to heat to an uncomfortable temperature.¿ we will continue to monitor this complaint type for trends. (B)(4).